Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legal system) complaint number (B)(4). Reason for original complaint ¿ patient was revised to address pseudo tumor. Update 7/5/1202 - litigation papers received. Litigation provided date of implantation - 3/15/2008. There is no new additional information that would affect the investigation. Update: 11/02/2012 please transfer (B)(4). Update 11/02/2012 ¿pfs and medical records received. After review of the medical records for MDR reportability on 04/18/2017, in addition to what was previously reported, the pfs reported pain, discomfort. The revision surgery notes reported the acetabular component was a bit excessively anteverted, but ¿not dramatically so¿, elevated level of metal ion levels and pseudotumor. Metal ion levels provided are at reportable levels. Adding cup for malposition, adding stem due to elevated ions. The complaint was updated on: 04/18/2017.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.